Manufacturer narrative:
Hemolysis/mechanical interaction with blood: the cause of the hemolysis was not determined as no product or data logs were returned for investigation and limited clinical information was provided. Low or blocked pump flow: the cause of the low pump flow was not determined as no product or data logs were returned for investigation and limited clinical information was provided.

Manufacturer narrative:
B1 product problem was inadvertently omitted on the initial manufacturer device report. B5 narrative revised. D4 UDI and e4 was inadvertently omitted on the initial manufacturer device report. Complaint coding was updated to better reflect the reported event. Consequently, section h6 health effect impact codes and medical device problem codes were updated/corrected and repopulated accordingly.

Event description:
Update clinical rationale: a 59-year-old male with cardiomyopathy was admitted with acute liver failure and subsequently decompensated. The patient presented in society for cardiovascular angiography and interventions (sca) stage e. Evaluation identified right ventricular failure, and an impella rp flex was placed on (B)(6) 2026 for rv support via the left axillary/subclavian venous approach. During support, laboratory testing demonstrated elevated plasma free hemoglobin, initially 60 mg/dl with a repeat value of 70 mg/dl, consistent with hemolysis. Hemolysis is consistent with known device-related and patient-related factors. Hemolysis occurred during impella rp flex support; however, imaging verified appropriate pump positioning and no device related malfunction was identified during clinical assessment. The nurse stated rpf unable to flow above p6. Physician did advance a cm per rn. The low flows did not prompt pump explant. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition and presenting in scai stage e.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Hemolysis is consistent with known device-related and patient-related factors documented in the instructions for use (IFU). Hemolysis occurred during impella rp flex support; however, imaging verified appropriate pump positioning and no device related malfunction was identified during clinical assessment. The device was not removed due to a failure mode, and the patient¿s death was not attributed to a device malfunction but more likely due to critical underlying conditions. Further analysis will be conducted upon receipt of the returned pump and device data download.

Event description:
A 59-year-old male with cardiomyopathy was admitted with acute liver failure and subsequently decompensated. Evaluation identified right ventricular failure, and an impella rp flex was placed on (B)(6) 2026 for rv support via the left axillary/subclavian venous approach. During support, laboratory testing demonstrated elevated plasma free hemoglobin, initially 60mg/dl with a repeat value of 70mg/dl, consistent with hemolysis. Hemolysis is consistent with known device-related and patient-related factors documented in the instructions for use (IFU). Hemolysis occurred during impella rp flex support; however, imaging verified appropriate pump positioning and no device related malfunction was identified during clinical assessment. The device was not removed due to a failure mode, and the patient¿s death was not attributed to a device malfunction but more likely due to critical underlying conditions. Further analysis will be conducted upon receipt of the returned pump and device data download.